Event description:
On (B) (6), I received third degree burns from a heating pad I had purchased at (B) (6) drug store. I had a back procedure and was told to apply heat for pain. I do not know what took place, but the next day, I saw back doctor and asked him what had happened to me. He said, have you had a heating pad on you, I said yes. He never said you need to see a wound care center. I got pneumonia, so I had gone to see doctor at (B) (6) medical center, and she sent me to wound center, where I was treated from (B) (6)2010 to (B) (6)2010 every week. I went without treatment from (B) (6) till (B) (6), 2010 till I could get in wound center. I have enclosed a letter from (B) (4) attorneys. At this time, I feel like I am getting the run around from everyone. Mr (B) (6) has all medical records and pictures from wound treatment center. I spoke with him a few days ago and he said, he would be in contact with (B) (6) and I should hear from them. I sent pad for inspection to (B) (4). (B) (6). I received 2nd and 3rd degree burns from this pad. It has left a very large scar on upper leg and stomach. The scar on leg is about 3" long by 3/4" wide. On stomach 1" long by 3/4" wide. Both were 3rd degree burns. I had 2nd degree burns on about 1/2 of my stomach which healed on their own, because it was about 4 weeks before I saw a wound care specialist. I hope this can shed light on what I've gone through, and still going through with all the run around of who owned product.

Event description:
No communication could be established with the device. The device was explanted. The patient reported inappropriate shocks in (B) (6) 2009.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The field experience of no communication was verified in the laboratory. The device would not communicate due to a depleted battery. It is believed that the battery was depleted due to a damaged lead, which caused noise and the device to charge excessively.